Event description:
It was reported that the insulin pump alarmed compromised force sensor system during refill. Customer's blood glucose was 93 mg/dl. Troubleshooting was done. Customer stated the insulin squirted out during manual prime. Customer stated the drive support cap was protruded. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.